Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. No other information was provided. Per coroner's office, the customer was not a coroner's office case, autopsy was not performed, and no information was available regarding cause of death.